Event description:
It was reported that an asymptomatic patient presented for follow-up. Review of the stored electrograms revealed, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. No programming changes were made to the device. The patient will continue to be monitored via remote transmission. The patient was doing fine.